Event description:
MFR rec'd report of increased seizures and painful stimulation at office visit. Lead fracture was diagnosed by x-rays read by treating physicians. Pt underwent lead revision surgery. Explanted prods were returned to MFR prod analysis pending. Device failure is suspected but did not cause or contribute to serious injury.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.